Event description:
The patient reported that her power pack depleted without giving her the proper low battery alert. The patient stated that she did not have any physiological effects due to this event. She reported that she was at home at the time of the event and changed the power pack which restored power to the infusion device. No medical treatment required. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall # 2183996-07/13/06-002-r.